Manufacturer narrative:
Conclusion / root cause: the data acquisition (da) pcba and power management (pm) pcba were tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.